Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. The device was inspected in preparation for use, and a foreign object was found; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds), there was no delay in the start of precleaning, and there were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, if the customer aspirated the water through the instrument/ suction channel, if the air/ water nozzle was wiped/ brushed with clean lint/ free cloths, brushes, or sponges, and if the customer brushed the instrument channel, instrument channel port, and suction cylinder. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope was unable to suction and a foreign object was found. The issue was found during preparation for use. After the scope was reprocessed it could be used normally. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the foreign material was identified as a drug such as an anti-dulling agent. It is likely that clogged foreign material in the channel or stain caused the device not to properly suction. However, a definitive root cause could not be determined. User can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use. Reprocessing manual chapter 5" reprocessing the endoscope (and related reprocessing accessories)" 5.5 "manually cleaning the endoscope and accessories, brush the channels." Warning "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk". Olympus will continue to monitor field performance for this device.